Event description:
The following information was provided: this pi is for the pending 2025 revision. As per pss implant request: chronic left total hip dislocation. Patient has a complex medical history with undiagnosed genetic disorder who presented to the university with congenital dislocation. She underwent complex primary left total hip arthroplasty with proximal femoral osteotomy that was complicated by femoral artery injury resulting in compartment syndrome s/p leg fasciotomies and vascular bypass. She had multiple dislocations in the post op period that required open reductions. Total of 3 takebacks to the or for recurrent dislocation and even had distal femoral derotational osteotomy. In 8 months ago, she dislocated again and has been dislocated since that time. Patient currently has a size 42 trident ii cup in place that is ingrown with limited surrounding bone stock. Ideally, she would have a constrained liner option available to prevent further dislocations, but at this cup size, there is no standard constrained liner available. Patient would greatly benefit from a custom developed constrained liner for this cup size to avoid the need for cup extraction.